Event description:
It was reported that during implant of an implantable cardioverter defibrillator (ICD), the lead and device exhibited no pacing. It was noted the lead was pacing when it was connected to an external pacing system during the implant procedure but showed no pacing after the ICD was connected. The device was replaced and the lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and analysis was performed and no anomalies were found. The distal lv (low voltage) electrode of the lead was covered in blood. The helix of the lead was extrinsically bent. Visual summary analysis of the lead indicated damage at implant. The lead was returned with the helix bent.